Manufacturer narrative:
The technician replaced the coiled cable to repair the bed.

Event description:
Information received indicates the bed functions are only working intermittently due to exposed wiring on the hi/low coiled cable.